Event description:
It was reported that the patient experienced pneumothorax on (B)(6) 2018; during initial implant. The introducer may have hit the lung during surgery. Pneumothorax was discovered on x-ray; patient was asymptomatic. Intervention was performed to resolve the pneumothorax. The patient was stable post procedure. No information available on introducer.